Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") and genital haemorrhage ("persistent bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bleeding menstrual heavy. Concurrent conditions included papilloma viral infection, bacterial vaginosis, per vaginal bleeding, abdominal distension, urinary urgency, joint pain, cold intolerance, chills, dizzy, slight fever, weakness, numbness, heat intolerance, cold intolerance, dizziness, blurring of eyes, feeling hot, postoperative pain, sigmoid diverticulosis, sexually transmitted disease, fibromyalgia, anxiety, back pain, asthma, hypertension, obstructive sleep apnea syndrome ((adult) (pediatric).), shortness of breath, cough, wheezing, abdominal distension, headache and vaginal itching. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection/ bladder problems"), urinary tract infection ("urinary tract infection/ urinary problems"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mental disorder ("psychiatric problem"), rash ("rashes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), vulvovaginal pruritus ("severe vaginal itching"), uterine pain ("uterine pain"), vulvovaginal pain ("vaginal pain"), adnexa uteri pain ("tubal pain") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, mental disorder, rash, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, vulvovaginal pruritus, uterine pain, vulvovaginal pain, adnexa uteri pain and nausea outcome was unknown and the genital haemorrhage had not resolved. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered adnexa uteri pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, nausea, pelvic pain, rash, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: as a result of patient's implantation with essure she suffered injuries, including pain, persistent bleeding and need for additional surgery. Essure devices placed bilaterally with 7 coils left remaining on the right, 4 coils left remaining on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2015: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, abdominal pain, vaginal hemorrhage, pelvic pain. Event : pelvic inflammatory disease described. Most recent follow-up information incorporated above includes: on 1-mar-2018: case is now incident, medical records received, event added per mr: pelvic inflammatory disease. Concurrent conditions were added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), device expulsion ("essure coil is present within the isthmus") and genital haemorrhage ("persistent bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding menstrual heavy, cervicitis and perineal pain. Concurrent conditions included papilloma viral infection, bacterial vaginosis, spotting vaginal, abdominal distension, urinary urgency, joint pain, cold intolerance, chills, dizzy, slight fever, weakness, numbness, heat intolerance, cold intolerance, dizziness, blurring of eyes, feeling hot, postoperative pain, sigmoid diverticulosis, sexually transmitted disease, fibromyalgia, anxiety, back pain, asthma, hypertension, obstructive sleep apnea syndrome ((adult) (pediatric).), shortness of breath, cough, wheezing, abdominal distension, headache, vaginal itching, morbid obesity, flank pain, cervix inflammation, peritoneal adhesions and renal disease. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) and medroxyprogesterone acetate (depo-provera). On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection/ urinary problems"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), nausea ("nausea") and pruritus ("severe itching") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cystitis ("bladder infection/ bladder problems"), mental disorder ("psychiatric problem"), vulvovaginal pruritus ("severe vaginal itching"), uterine pain ("uterine pain"), the first episode of vulvovaginal pain ("vaginal pain"), adnexa uteri pain ("tubal pain") and the second episode of vulvovaginal pain ("vaginal pain"). The patient was treated with antibiotics, benzocaine (vagisil), caffeine;paracetamol (excedrin), paracetamol (tylenol), paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and surgery (total hysterectomy (uterus and cervix removed)), unknown (bilateral salpingectomy) and total hysterectomy (uterus and cervix removed)), unknown (bilateral salpingectomy), cystoscopy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic inflammatory disease, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, mental disorder, rash, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, vulvovaginal pruritus, uterine pain, adnexa uteri pain, nausea, pruritus and the last episode of vulvovaginal pain outcome was unknown and the genital haemorrhage had not resolved. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered adnexa uteri pain, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, nausea, pelvic pain, pruritus, rash, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pruritus, weight increased, the first episode of vulvovaginal pain and the second episode of vulvovaginal pain to be related to essure. The reporter commented: as a result of patient's implantation with essure she suffered injuries, including pain, persistent bleeding and need for additional surgery. Essure devices placed bilaterally with 7 coils left remaining on the right, 4 coils left remaining on the left. She did not claim that essure worsened a previously existing injury/condition. Current weight 215 lbs. If you had your essure removed, did you retain the essure device or any portion of it? Yes diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.6 kg/sqm. Hysterosalpingogram - on (B)(6)2015: results: total bilateral occlusion. Pregnancy test urine - on (B)(6)2015: results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, abdominal pain, vaginal hemorrhage, pelvic pain. Event : pelvic inflammatory disease described. Concerning the injuries reported in this case, the following one/ones were reported via medical records: partial expulsion of device. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs and mr were received: event: partial expulsion of device was added. Event onset date were updated. Patient race information was added. Medical history were added. Reporters were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") and genital haemorrhage ("persistent bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bleeding menstrual heavy. Concurrent conditions included papilloma viral infection, bacterial vaginosis, spotting vaginal, abdominal distension, urinary urgency, joint pain, cold intolerance, chills, dizzy, slight fever, weakness, numbness, heat intolerance, cold intolerance, dizziness, blurring of eyes, feeling hot, postoperative pain, sigmoid diverticulosis, sexually transmitted disease, fibromyalgia, anxiety, back pain, asthma, hypertension, obstructive sleep apnea syndrome ((adult) (pediatric).), shortness of breath, cough, wheezing, abdominal distension, headache, vaginal itching and morbid obesity. Concomitant products included cyclobenzaprine hydrochloride (flexeril), medroxyprogesterone acetate (depo-provera) and panadiene co (tylenol #3). In 2014, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), nausea ("nausea") and pruritus ("severe itching"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cystitis ("bladder infection/ bladder problems"), urinary tract infection ("urinary tract infection/ urinary problems"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mental disorder ("psychiatric problem"), rash ("rashes"), weight increased ("weight gain"), vulvovaginal pruritus ("severe vaginal itching"), uterine pain ("uterine pain"), the first episode of vulvovaginal pain ("vaginal pain"), adnexa uteri pain ("tubal pain") and the second episode of vulvovaginal pain ("vaginal pain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, mental disorder, rash, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, vulvovaginal pruritus, uterine pain, adnexa uteri pain, nausea, pruritus and the last episode of vulvovaginal pain outcome was unknown and the genital haemorrhage had not resolved. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered adnexa uteri pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, nausea, pelvic pain, pruritus, rash, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pruritus, weight increased, the first episode of vulvovaginal pain and the second episode of vulvovaginal pain to be related to essure. The reporter commented: as a result of patient's implantation with essure she suffered injuries, including pain, persistent bleeding and need for additional surgery. Essure devices placed bilaterally with 7 coils left remaining on the right, 4 coils left remaining on the left. She did not claim that essure worsened a previously existing injury/condition. Current weight 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2015: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, abdominal pain, vaginal hemorrhage, pelvic pain. Event : pelvic inflammatory disease described. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "severe itching, vaginal pain", reporter, concomitant drug added from pfs. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.